Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance (dc-dc code unk), indicating possible device malfunction. It was also reported that the pt experienced an increase in seizures. It is unk if the increase in seizures is above the pt's pre-vns baseline frequency. Revision surgery was performed. During revision surgery, neurosurgeon noted that the generator setscrew was stripped. Both the pulse generator and bipolar lead were then replaced, it is likely that the high lead impedance reading was a result of the negative electrode not being attached to the pt's vagus nerve.